Event description:
Related manufacturing reference number: 2017865-2022-44182. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular and right atrial leads exhibited noise that was over-sensed by the device and led to pacing inhibition. The noise was reproducible in clinic. It was noted that the right ventricular and right atrial leads exhibited clavicle crush. It was noted that the patient was pacemaker dependent. No intervention was performed. The patient was in stable condition.